Manufacturer narrative:
Additional information: an evaluation of a retain sample from the specified lot was performed. The injector was actuated twice to observe if any particulates would eject with the stents. Both stents were deployed onto a gel-pak, and no foreign particulates were observed during stent deployment. Additionally, no foreign particulates were found on the insertion tube and splayed trocar. MFR# reference: (B)(4).

Manufacturer narrative:
Other relevant history: hispanic. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device with the residual risk for each potential harm was found to be within the insignificant risk region. Based on the information received, the root cause (and the source) of the reported event could not be conclusively determined. (B)(4).

Event description:
It was reported that following a left eye (os) cataract surgery, the surgeon observed a white foreign body eject from the device during implantation of the second stent from a trabecular microbypass stent system. Per report, the foreign body was successfully removed from the operative eye intraoperatively. Through follow-up, the surgeon reported observing a level 1 cell associated with flare in the anterior chamber (ac) and corneal edema postoperatively. The reported noted no foreign bodies were observed. Reportedly, the patient is stable and "healing well", with no further intervention required, no adverse effect, and the event resolved.